Manufacturer narrative:
The reported complaint that "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the single point load cell # 2 failure, likely attributed to failed component(s), or mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, a sticky clutch plate was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to normal use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. A review of the archive data showed several (ua) 07 observed around the event date; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 error message displayed upon powering up the platform: thus, confirming the reported complaint. The single point load cell # 2 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number: (B)(4).

Event description:
During patient use, the customer reported the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Patient's status information was requested but the customer did not provide a response.